Manufacturer narrative:
The actual device was not available; however, a video and photo of the sample were provided for evaluation. Visual inspection of the provided photographic samples shows the product during treatment with water drops visible in the header area. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause is a defective welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the side of the header cap of a polyflux 17l set during hemodialysis therapy. The header cap was noted to be broken and the set was replaced when the leak was detected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.